Manufacturer narrative:
The insulin pump alarmed during basic occlusion test and was received unable to prime during prime test due to faulty force sensor resistor. The insulin pump had cracked case at the display window corner, cracked lcd window, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed and squirted out insulin during the manual prime. The blood glucose reading was 7.4 mmol/l. It was advised that the customer discontinue use of the insulin pump and revert to a back up plan. The insulin pump will be replaced and returned for analysis.